Manufacturer narrative:
A ge service representative performed an onsite investigation. The 16 inch left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported functionality was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.